Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed the transfer set was attached to a syringe and the twist clamp was fully extended into an open position. Demonstrated in the video, using the syringe, no suction was allowed through the transfer set causing the syringe to pop back into place. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow from a minicap transfer set that resulted in the patient not being able to dialyze for three to four days. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.